Event description:
Tampon got stuck in me [foreign body in reproductive tract], string came off tampon [device breakage]. Tampon got stuck in me... I go to pull it out and the string slid out of the tampon [complication of device removal]. Consumer sent e-mail stating the string slid out when she was removing the tampon. No serious injury was reported.